Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) appeared to be firing however it was not delivering pacing to the patient. It was noted that pacing was intermittent and resumed without any adjustments. Troubleshooting steps were taken to include replacing the epg with an alternative temporary pacemaker which resolved the issue. No patient complications had been reported as a result of this event.

Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the external pulse generator (epg) had pacing issues. The epg passed all automated and functional tests with no anomalies observed. It was noted that the output connectors and the hanger assembly were broken. The epg was returned unrepaired to the customer due to expiration of service life period. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.